Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. There was no reported adverse impact to the customer¿s blood glucose value.